Event description:
It was reported that a patient experienced cloudy effluent coincident with peritoneal dialysis (pd) therapy. The cloudy effluent was presumed to be peritonitis. The cause of the event was unknown. The patient was hospitalized for the event. Treatment for the reported event was unknown. Patient outcome was not reported. Action taken with pd therapy was not reported. Additional information was requested but is not available. This is report 2 of 3 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adaptor. Should additional relevant information become available, a supplemental report will be submitted. This report involves the same patient as in (B)(4).